Event description:
Pt undergoing rt knee arthroscopy. The surgical case had just begun and the surgical tech who was holding the leg noted to the surgeon that the thigh was getting firmer. The 3m pump was turned off. The physician inspected the knee and the position of the inflow and outflow cannulas noting no abnormalities. The physician then proceeded to drain the fluid from the knee. The surgical procedure was completed. At the end of the procedure the tissue was pink and pliable. Machine was checked by biomedical dept and found to be approving of safety checks.